Event description:
Ous MDR - after an implantation period of about 50 months, it was reported that the device indicated eri, whereas the last follow up showed a remaining battery capacity of 55 %. No shock therapy was reported during the last year. The device was explanted and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 49 months and a number of 21 charging cycles was documented to the device memory. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. The ICD was subjected to further electrical inspection. The inspection of the battery condition confirmed the activated eri state. Therefore, the current consumption of the ICD was measured revealing no anomalies. All measured data were found to be normal and as expected. However, a discrepancy between the battery voltage and the amount of charge taken from the battery was observed. Therefore, the device was opened and the inner assembly inspected. Visually no deficiencies were observed. The electronic module was attached to an external power supply followed by a subsequent analysis. During the thorough analysis no indication for a device malfunction was found, in particular the current consumption of the electronic module was normal and as expected throughout all measurements. There was no indication of a malfunction of the electronic module. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The following inspection of the battery did not reveal any signs of damage. The voltage measurement confirmed a depleted battery. The destructive analysis of the battery showed no indications of a battery failure. In conclusion, the clinical observation was confirmed upon analysis. The eri status resulted from a depleted battery. However, despite a thorough investigation of the device no conclusion could be drawn regarding the root cause of the battery depletion. Please note that all therapy functions of the ICD were available while the device was implanted.